Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with atrial fibrillation (afib), and previous non-medtronic mechanical mitral valve replacement, who underwent the implant of a 33mm medtronic hancock in the tricuspid position (unique device identifier numbers were not provided). After the implant, trace tricuspid regurgitation was noted. Additionally, an electrocardiogram (ECG) indicated complete heart block (chb). Subsequently, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Citation: morani g, bolzan b, pepe a, ribichini fl. Leadless pacemaker through tricuspid bioprosthetic valve: early experience. J arrhythm. 2021 jan 22;37(2):414-417. Doi: 10.1002/joa3.12478. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.